Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally and procedure was done under local anesthesia. Magnetic resonance imaging (MRI) was performed on (B)(6) 2022 and shows the gel is in the correct location at the base. Towards the midgland from the 9 to 12 o'clock position, the gel appeared to breach the outer wall of the rectum with a very thin line of mucosa separating the rectal lumen from the gel. On both the sagittal and the axial images, it appears there is a small amount of gel in the lumen of the rectum. At the apex, there is some gel in the rectal wall that pushes the anterior rectal wall up against the prostate. A proctoscopy was performed and the patient appears to have intact and health rectal mucosa. There were no patient complications reported as a result of this event. The patient has not yet received external beam radiation therapy (ebrt).